Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Patient presented to ER due to inappropriate shocks. Oversensing was observed on the rv lead. Additionally, the device was at eos. Should additional information become available, it will be added to this file.